Manufacturer narrative:
(B)(4).

Event description:
It was reported that the symptomatic patient was experiencing intermittent pulsatile electric sensations and discomfort on the left anterior chest wall. CT images revealed that the lead tip was in the pericardial space. The lead was successfully explanted and replaced. There were no adverse consequences to the patient.